Event description:
The patient's mother reported that the device was activated at 1:55 am on (B)(6). Her son took a bolus of 12.2 unit at 8:20 am, but did not c heck his blood glucose with the pdm or record any carbohydrate intake. At 10:30 am his bg was 500 mg/dl which he corrected with an additional 10 unit bolus. At 2:10 his bg read "high" (>500 mg/dl); he corrected with a 12 unit bolus. At 3:02 pm it still read "high" sometime around this time (2:00 to 3:00 pm) he was hospitalized. He was given IV fluids "for hours" because he was dehydrated and also treated with a manual insulin injection. The pod was deactivated at 5:26 pm. He was transferred to a children's hospital (time not reported) where they were able to stabilize him. The mother attributed the event to her son's lack of proper bg monitoring.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the patient's hyperglycemia and hospitalization. No qualification records could be reviewed because no product lot number was reported. The omnipod user guide warns "please read all the instructions provided in this user guide and practice the blood glucose testing procedures before using the system. Monitor your blood glucose with the guidance of your healthcare provider. Undetected hyperglycemia or hypoglycemia can result without proper monitoring." "If your reading is above 500 mg/dl, the pdm displays "high check for ketones!" This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and fell symptoms such a s fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia," and "'high' blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death."